Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis concluded with no anomalies found.

Event description:
It was reported that the patient was transported to a medical institution for symptoms of syncope. The device was showing high impedance and a rise in pacing threshold. The device was replaced. During this procedure, it was noted that the connection between the lead and the device was loose and that the lead came out without loosening the set screw. No patient complications have been reported as a result of this event.